Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 ¿ device not returned. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Procedure name? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Events reported via: 2210968-2021-05593.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, 2 sutures broke. No adverse patient consequences were reported. Additional information was requested.